Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A singular paper copied x-ray image has been provided for review. Nothing to suggest a product problem or to identify a root cause for the reported infection is identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient developed gram negative bacterial infection. All implants removed and antibiotic spacer implanted. Enclosed is all the info I have for this patient. No surgical delay. Doi: (B)(6) 2020; dor: (B)(6) 2020; left hip.